Event description:
It was reported that the ilet touch screen became progressively unresponsive, preventing access to certain menus and meal announcements, and a replacement device was provided with return of the original. Symptoms included no reported adverse clinical effects. Outcomes included the user taking manual insulin injections and continuing cgm use until replacement. Investigation included review of customer-reported performance and device return logistics. Investigation of this device revealed all menus were accessible with no issues the device operated as designed and intended.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.